Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had frozen display. Customer also reported that insulin pump had pump error alarm and able to clear successfully after troubleshooting. Customer stated that the alarm occur during or after the time that buttons were not responding and the time clock was not advanced. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with frozen display, problem isolated to electronic assemblies. Unable to perform self test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test or verify pump error 53 due to frozen display. Device received with scratched case and pillowing keypad overlay. The p-cap does lock properly.